Event description:
During follow-up performed on (B)(6) 2012, physician noticed episodes recorded in implant memories that displayed noise oversensing in both atrial and ventricular channels. This caused ventricular pacing inhibition (pauses) and inappropriate vf diagnosis (no therapy was delivered though). An analysis is requested.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.